Manufacturer narrative:
(B)(6). The device was received for evaluation. Functional leak testing was performed and a leak was found at the bottom left corner. Microscopic examination revealed that the small leak was caused by a corner gouge with eva fray on the bottom left corner. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix tpn bag was leaking from the corner during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.